Event description:
It was reported that an asymptomatic patient presented in the clinic for follow-up with a device that was post-paced t-wave oversensing on the ventricular lead when pacing. The patient did not receive therapy during the oversensing. The oversensing was noted on a stored egm. The device was reprogrammed successfully and remains implanted.

Event description:
It was reported that an asymptomatic patient presented in the clinic for follow-up with a device that was post-paced t-wave oversensing on the ventricular lead when pacing. The patient did not receive. The oversensing was noted on a stored egm. The device was reprogrammed successfully and remains implanted.